Event description:
Report received indicated patient used six out of 10 wafers and had difficulties removing wafer from skin after 2 days wear time. Patient received a tear to skin immediately below stoma under mass. Patient used a protective barrier along with soap. Patient was issued samples of adhesive remover and protective barrier and recommended to contact cvt in an event issue has not been resolved. Skin has been healed according to the report made by the patient.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blanks areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.